Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer replaced the cable. The system was found to be working and put back into service.

Event description:
The customer reported that the stenoscop system video cable needed to be replaced. No pt injury was reported.